Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also reported there was right ventricular (rv) lead undersensing. The leads remain in use. No patient complications have been reported as a result of this event.